Event description:
The angiosculpt dilated the lesion at 12atm successfully. The angiosculpt was then inflated at 14atm for a second dilation of the lesion by the catheter. During second dilation, sudden dilation of the balloon was noted on angiogram. The physician confirmed that the hub of the catheter was detached from the shaft. The catheter was withdrawn successfully and the procedure was terminated because the lesion was confirmed to be dilated enough. No adverse event was identified in the patient.

Manufacturer narrative:
Visual inspection of the returned device found that the hub was detached from the catheter shaft.